Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 he attempted to perform a test using his adc blood glucose meter, but the meter would not turn on with button press or test strip insertion. Customer then went to his healthcare provider and during the appointment had blood sent for laboratory analysis. His blood glucose was determined to be 491 mg/dl. Customer's doctor increased customer's metformin dose to 1000 mg twice/day, increased his "gavin" dose to 5 mg twice/day and put customer back on insulin. There was no report of death or permanent injury associated with this event.